Manufacturer narrative:
The reported event involving a syringe module(s) ¿that an air bubble developed inside the syringe between the plunger and the fluid. Prior to loading the syringe and starting the infusion the 50ml syringe was purged and properly prepared for use but after some time an air bubble developed inside the syringe between the plunger and the fluid.¿ could not be confirmed. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that an air bubble developed inside the syringe between the plunger and the fluid. Epinephrine infusion started at 0930 for low blood pressure. Multiple titrations were required for labile blood pressure between 0930 and 1200. The nurse reviewed the pump and program and the rate was running appropriately. The bedside nurse noted at 1200 that syringe had 10ml of air inside and the plunger was not descending with drug delivery as it should. The nurse set up a second pump with a new syringe and tubing and connected I to the patient. There were no further issues. When plunger was pushed on syringe, resistance was felt and plunger returned to original position. Update: the biomed has investigated and deciphered the information in the event logs to the point that we are confident that we understand what happened here. They have performed a calibration & pm on the syringe module in question and it passed completely. At this point the customer feels that they do not need bd to investigate this issue further and will be returning this device to active service.